Event description:
Additional information received on (B)(6) 2016 stated healthcare professional (hcp) reported the event to a manufacturer representative. It was also noted the patient's pump was programmed to minimum rate with oral baclofen prescribed. Pump replacement was scheduled for (B)(6) 2016. The cause of the high and low blood pressure was not determined, but was assumed due to withdrawal symptoms. It was stated "when stall continued to increment down early on withdrawal, could be high blood pressure." It was stated, "do not know what caused stall, but need to replace. Could be "see through short" pumps." The cause of multiple motor stalls was not determined, and pump would be sent back for analysis after explanted. It was unknown at the time of this report if pump was returned or discarded. It was unknown if the issue had been resolved.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving compounded baclofen (concentration 550 mcg/ml, dose 101 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). Per the event logs, a motor stall and stopped pump period may exceed tube set message was noted, multiple stalls and recoveries dating back to (B)(6) 2016 were noted, including periods where the stopped pump exceeded tube set. The rep confirmed that magnetic influence had been ruled out. The patient had experienced sudden symptoms; patient went to the emergency room sometime in (B)(6) for high blood pressure and then a few weeks later was treated for low blood pressure. The rep was to follow-up with the health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.